Event description:
Information was later received that this lead was successfully repositioned to a different branch. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Information was later received that this lead was explanted due to high threshold measurements and loss of capture. No adverse patient effects were reported.

Event description:
Information was later received that during the initial repositioning procedure, a stylet was inserted into the lead, which is off-label use and can damage the lead. Currently, the lead is exhibiting loss of capture. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Electrocautery damage was noted as the insulation was melted. Additionally, there were puckers in the insulation from the suture sleeve tie downs. Blood/body fluid were noted in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that post-implant this left ventricular lead had moved and exhibited high threshold measurements. A lead dislodgement was not confirmed. The lead remained implanted and was monitored. New information was later received that the lead had dislodged. No adverse patient effects were noted.